Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's omnipod 5 charging cable became hot while charging the device. The patient alleged that the there was an electrical arc that was seen at the charging point when in use. There were no injuries or damaged caused by the thermal event and the patient's charger was replaced.